Event description:
Customer reported on a bravo ph capsule that failed to attach. Bronchoscopy was performed because the capsule went into the patient's lungs. The patient did not suffer from adverse event such as respiratory arrest. The physician was able to place another capsule and the patient is fine now.

Event description:
It was reported post implant of a gastric band procedure the patient had a port site infection. Subsequently, the patient experienced a port disconnect some time after the port infection. The locking connecter was still attached in correct position to the port in the locked position. The strain relief was loose near to the original site of the port on the fascia. It was retrieved by the surgeon. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device is not being returned for analysis. Therefore, no further investigation of device could be performed. The manufacturing records were reviewed and no discrepancies in relation to this complaint were identified. Therefore, a manufacturing issue is unlikely to have contributed to this event. To mitigate the strain relief "migration" from the locking connector, a design enhancement has been implemented with the approval of the FDA to glue the strain relief to the locking connector.

Manufacturer narrative:
(B)(4). Information was not provided by contact.information unavailable, device not returned for analysis.

Manufacturer narrative:
(B)(4). The injection port with locking connector and tubing strain relief were returned for evaluation. Upon visual inspection, it was observed that the actuator ring was in unlocked position, and hooks were retracted. Biological debris was observed inside of the actuator ring. Upon microscopic inspection, it was noted that the septum was punctured six times, and no evidence of cracks on the tubing strain relief was observed. A leak test was performed on the injection port with a successful result, no leak was found. A blockage test was performed on the injection port with a successful result, no blockage was found. A functional test was performed on the injection port with a successful result; hooks were deployed and retracted. Dimensional analysis of the returned components was performed and met specification. No others tests than outlined above were performed. The event could not be confirmed. The manufacturing records were reviewed and no discrepancies in relation to this complaint were identified. Therefore, a manufacturing issue is unlikely to have contributed to this event. To mitigate the strain relief 'migration' from the locking connector, a design enhancement has been implemented with the approval of the FDA to glue the strain relief to the locking connector.